Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report that the customer had issues with the infusion sets. Customer has had problems with six infusion sets over the course of a year. Caller stated the customer removed the set and saw that the cannula was bent. Customer's blood glucose reading was 600 mg/dl, and treated with a manual injection. Caller also mentioned that the customer had an infection at the site but declined troubleshooting. The infusion set was replaced but not returned. The insulin pump was not replaced or returned.